Manufacturer narrative:
One certain® low profile one-piece abutment 4.1mm(d) x 1mm(h) (ilpc441u) was returned for investigation. Visual inspection of the as returned products identified signs of use on the device and fractured at the threaded portions with the separated threaded pieces returned as well. Functional testing to recreate the reported event could not be performed due to the nature of the devices & event. No pre-existing conditions were noted on the per, the patient had unknown bone density. The reported devices were located on unknown teeth and were used for an unknown duration. Pictures or x-ray images were not provided. DHR reviews were completed for the subject lot numbers: (2017062002). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event were noted as part of the dhrs. Lots were inspected and passed all acceptance criteria by qa. Complaint history reviews were performed for the reported lot numbers: (2017062002) for similar events and no other complaint was identified for lot: 2017062002. July post market trending was reviewed and there were no negative trends or corrective actions for the reported event (fracture) or devices (ilpc441u). Therefore, based on the available information, device malfunction had occurred and the reported event was confirmed for the both devices. A definitive cause could not be identified. The following sections have been updated: b4: date of this report. D4: unique identifier (UDI) number: (B)(4). D4: expiration date. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: device evaluated by manufacturer. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient information not provided/unknown.

Event description:
It was reported that the screw portion of the abutment (ilpc441u) fractured off into the implant. The fractured piece was able to be removed from the implant.